Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2016. According to the complainant, the patient experienced mesh erosion and vaginal wall mesh exposure. On (B)(6) 2017, one mesh fiber exposure occurred in the middle of the vaginal stump. It was not enough to be removed, so estriol was prescribed. On (B)(6) 2017, 1mm of the exposed mesh fiber in the middle of the vaginal stump was removed. Estriol was still prescribed. Reportedly, treatment was being continued and there was no sexual pain.